Event description:
Option study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the option clinical study on (B)(6) 2021, and the procedure was performed seventy two days later. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 24mm. The patient was discharged home the following day on aspirin and clopidogrel. Twenty eight (28) days post index procedure, the patient presented with speech disturbance and was hospitalized. The patient had been experiencing speech disturbances for the past two days. On the same day, non-contrast computed tomography (CT) of the head revealed speech and memory disturbances, a hypodense area with a size of 1.7 x 1.8cm was seen in the posterior portion of the left frontal lobe at the supraventricular levels, indicating stroke lesions. No hemorrhagic conversion, intracranial hyperdense blood, focal lesions in the brain, nor radiographic abnormalities were seen in the bones of the neurocranium. The following day, neurological consultation was performed, revealing the patient to have speech disfluency with signs of dysarthria and aphasia. No memory or cognitive impairment was noted, and visual analysis and motor coordination was normal. On the same day, carotid artery ultrasound revealed no hemodynamic disturbances. The patient was diagnosed with ischemic stroke caused by embolus of cerebral arteries. The patient was on aspirin and clopidogrel at the time of the event. Thirty days post index procedure, cardiology consultation was done, and the patient was recommended eliquis 5mg along with aspirin and clopidogrel. The event was considered resolved, and the patient was discharged home on eliquis. It was further reported that twenty six days post index procedure, the patient experienced speech disturbances and presented to the hospital two days later.

Event description:
Option study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the option clinical study on (B)(6) 2021, and the procedure was performed seventy two days later. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 24mm. The patient was discharged home the following day on aspirin and clopidogrel. Twenty eight (28) days post index procedure, the patient presented with speech disturbance and was hospitalized. The patient had been experiencing speech disturbances for the past two days. On the same day, non-contrast computed tomography (CT) of the head revealed speech and memory disturbances, a hypodense area with a size of 1.7 x 1.8cm was seen in the posterior portion of the left frontal lobe at the supraventricular levels, indicating stroke lesions. No hemorrhagic conversion, intracranial hyperdense blood, focal lesions in the brain, nor radiographic abnormalities were seen in the bones of the neurocranium. The following day, neurological consultation was performed, revealing the patient to have speech disfluency with signs of dysarthria and aphasia. No memory or cognitive impairment was noted, and visual analysis and motor coordination was normal. On the same day, carotid artery ultrasound revealed no hemodynamic disturbances. The patient was diagnosed with ischemic stroke caused by embolus of cerebral arteries. The patient was on (B)(6) at the time of the event. Thirty days post index procedure, cardiology consultation was done, and the patient was recommended eliquis 5mg along with (B)(6). The event was considered resolved, and the patient was discharged home on eliquis.